Manufacturer narrative:
(B)(4). D10: p10-101-br3s-s, tibia flat rt sz 3 std 3dp strl, lot 260f14923a16. P10-310-i210-s, x-link vtmn e poly 2x10mm neu strl, lot 260832520a02. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 7 months post implantation of a right ankle prosthesis system, the patient presented with a nondisplaced posterior talus fracture. Patient was treated with cam boot, elevation, ice and oral analgesics. Attempts have been made and all available information has been provided.